Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice during fill 1. The baxter technical service representative (tsr) had the home patient (hp) close and open the transfer set. There were no kinks in the tubing. The hp had moved around and stated there were a lot of air bubbles in the patient line. The tsr instructed the hp to end therapy and start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not been returned to baxter for evaluation. Should a sample or additional information become available, a follow-up report will be submitted.